Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer on march 30, 2023, to perform an observation of the reprocessing techniques. The facility technician skipped or performed the following steps incorrectly. The ess provided additional training and corrections during the observation. Step 19. Brushing step skipped. Step 21. Brushing performed incorrectly. Step 25. Brushing performed incorrectly. Step 31. Brushing performed incorrectly. Step 35. Opening and closing of elevator step skipped. Step 38. Brushing performed incorrectly. Step 78. Distal end flushing adapter attached incorrectly. Step 79. Flushing of distal end is less than 180ml of detergent solution. Step 85. Elevator not opened and closed during aspiration step. Step 92. Skipped step in attaching of distal end flushing adapter for water rinse step 93. Skipped flushing of rinse water at distal end step 94. Skipped disassembly of distal end flushing adapter. The device was sent to an independent laboratory for destructive sampling and culturing which took place between (B)(6) 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The glued surface of the arm cover and glued surface of the distal end body had growth of staphylococcus epidermidis. The axis part of the lever arm and the hole on the elevator had growth of staphylococcus pasteuri. The internal forceps axis housing had growth of staphylococcus pasteuri. The instrument channel had growth of staphylococcus capitis, streptococcus species, and staphylococcus pasteuri. Results from the destructive sampling did not correlate with the results from the original clinical sample of bacillus siamensis (low concern). Instead, staphylococcus pasteuri, staphylococcus capitis, staphylococcus epidermidis and streptococcus species were identified, which are all low concern organisms of human non-gastrointestinal origin. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end body was damaged. There was cutting on the forceps elevator wire. The nozzle, bending section cover, hold ring, forceps elevator, and bending section cover glue at the plastic distal end body were missing. The scope leak check, plastic distal end cover insulation, and forceps passage were unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays were observed during the end of endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of reprocessing. Bacillus siamensis is a gram-positive rod of environmental origin. A known strain of this microorganism was previously isolated from traditional korean fermented food (kimchi). Bacillus siamensis is a low-concern organism with over one hundred (100) colony forming units and was therefore reportable per the food and drug administration (FDA) protocol definition for the 522 study. Based on the sponsor¿s literature research, bacillus siamensis has so far not been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. Due to the nature of bacillus siamensis being of environmental origin and not being confirmed during destructive sampling, the contamination event resulted from the facility environment or sampling & culturing environment. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. Reprocessing staff worked in the sampling area and the staff were not required to wear the same personal protective equipment. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for bacillus siamensis too numerous to count (tntc). After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.